Event description:
It was reported t there were high right ventricular (rv) lead thresholds. It was further reported that far field r-wave (ffrw) over sensing was observed and there was suspected electromagnetic interference. The ventricular output was decreased and the implantable pulse generator (ipg) system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.